Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the pump battery life did not meet the expectations of the user. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2014 with the following: a review of the pump¿s black box history showed that replace battery alarms were recorded. The voltage at the time of the alarms was not low. Visual inspection revealed that there was corrosion in the battery compartment. The pump¿s electrical current draws were found to be within the required specifications. A leak test was performed and no leaks were found. The pump case was removed and moisture damaged was found on the printed circuit. The complaint of short battery life was not able to be duplicated during investigation.